Event description:
During a routine device replacement procedure, the right atrial lead was capped and replaced. The reason for replacement is unknown. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: as received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of the procedure. The field complaint of unspecified issue could not be confirmed.